Event description:
It was reported that initially code 1003 was seen on this pacemaker pre-implant. Disk analysis was sent in and evidence suggest code 1003 was triggered by cold temperatures. Subsequently, the device has recovered and was cleared for implant. And since then, it has been implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. It was reported that error was potentially due to the cold. The device was not implanted. No patient involvement.